Event description:
Procedure performed: lap chole. Event description: 1st, 2nd and 3rd clips fired over artery properly. 4th clip fired high on duct & resident caught clip applier on metal grasper. 5th, 6th and 7th clips were malformed and clip applier clicked like feeder was broken. Trigger was squeezed plastic to plastic. Replaced with new clip applier and completed case. Medwatch #(B)(4) received via mail on 15oct2018: describe the event or problem: clip applier engaged 3 ¿ 4 times, clip would fall off. All unengaged clips retrieved. Sales rep in room and offered another sterile clip applier that worked fine. No patient harm; no affect on patient outcomes. What was the original intended procedure? Laparoscopic cholecystectomy. What problem did the user have: device failed (e.g. Broke, couldn¿t get it to work or stopped working). Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of incomplete clip closure could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. The root cause of the reported event could not be determined based on the evaluation of the retuned unit. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch #(B)(4).

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. 1st, 2nd and 3rd clips fired over artery properly. 4th clip fired high on duct & resident caught clip applier on metal grasper. 5th, 6th and 7th clips were malformed and clip applier clicked like feeder was broken. Trigger was squeezed plastic to plastic. Replaced with new clip applier and completed case. Medwatch # (B)(4) received via mail on 15oct2018: describe the event or problem: clip applier engaged 3 ¿ 4 times, clip would fall off. All unengaged clips retrieved. Sales rep in room and offered another sterile clip applier that worked fine. No patient harm; no affect on patient outcomes. What was the original intended procedure? Laparoscopic cholecystectomy. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Patient status: no patient injury.